Manufacturer narrative:
This report was investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx monitor/defib indicating that the software update had stalled. Multiple good faith efforts were made to obtain additional information regarding cause and resolution, but there is no additional information available. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem could not be determined. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the update stopped the software. There was no reported patient involvement.